Event description:
Patient had been on arctic sun external cooling for management of neurogenic fevers for 6 days. When pt was turned on the evening of the 6th day, rn found a large blister on back and thighs where the cooling pads had been applied. Two days later the injury was described as frostbite and may be full thickness. Follow-up treatment with silvadene and debrided a few days later. Clinicians are treating it like a burn.pads used with the arctic sun cooling device were product # 317-00 universal lot# k9e1804product # 317-09 large lot# k9k0502pads were discarded at time of incident.

Event description:
Patient had been on arctic sun external cooling for management of neurogenic fevers for 6 days. When pt was turned on the evening of the 6th day, rn found a large blister on back and thighs where the cooling pads had been applied. Two days later the injury was described as frostbite and may be full thickness. Follow-up treatment with silvadene and debrided a few days later. Clinicians are treating it like a burn.pads used with the arctic sun cooling device were product # 317-00 universal lot# k9e1804product # 317-09 large lot# k9k0502pads were discarded at time of incident.